Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analyzed. The proximal end of the conductor was fractured. The outer insulation was melted. The distal end of the electrode was covered with blood. Performance data were also collected from the device and analyzed. There was one patient alert on (B)(6) 2012 for out of tolerance sub threshold lead impedance measurement. The weekly pace lead trend data shows an abrupt increase of minimum and maximum atrial pace bipolar impedance measurements of 465 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4196, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead lead impedance measurements were highand there was oversensing. The left ventricular (lv) lead also demonstrated high impedance measurements. It was noted the lv lead was implanted after the use before date. Both leads were removed and new leads were implanted. Fractures were observed on both leads during the lead revision procedure. No patient complications have been reported as a result of this event.